Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal she could not find the string on two tampons therefore had to manually remove the tampons. After manual removal, the string was found attached to the tampon.